Event description:
The customer ran a blood test on his a1cnow kit and received a reading of 8.3%. The test result from the doctor's office was 6.9%. The difference between the readings could be clinically significant. There was no adverse event alleged. The customer's kit is not available.

Manufacturer narrative:
The lot# was not provided.